Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a dislodged grip tip. The dislodged grip tip, measuring approximately 4.71mm x 15.33mm, was returned with the instrument. This failure was likely caused by the broken molded insulator. The complaint was confirmed by failure analysis. Additional observation not reported by site: the instrument was found to have a broken conductor wire at the distal end. The break on the conductor wire is located at the molded insulator. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Broken molded insulator and dislodged grip tip were also observed.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. As of the date of this report, the instrument has not yet been received. A review of the provided image is consistent with the alleged complaint: one of the instrument jaws of the single-port fenestrated bipolar forceps (fbf) instrument was detached. Root cause of the failure mode cannot be confirmed without the returned device. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the tip of a single-port (sp) fenestrated bipolar forceps (fbf) instrument was broken and fell inside the patient. The fragment was retrieved during the same procedure. The customer used a backup sp fbf instrument to continue with the planned procedure. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument did not collide with any other instruments or other hard material during the surgical procedure. The site confirmed that the fragment was retrieved in the same procedure and confirmed visually. No additional surgical procedure was required to remove the fragment. No post-operative test like an x-ray or ultrasound was performed to check for remaining fragments. The site stated that there was no patient injury due to the issue. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The fragment will be returned.